Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was loss of therapeutic benefit; caller originally stated they can't get the stimulation to turn on. However, it was determined that stim is on, they just don't feel it as they would normally. Caller stated that they had their device in MRI mode last wednesday and when they took it out of MRI mode it will not give them any stimulation. Caller stated they tried messing with it for a couple days and finally said nothing is happening. Caller stated they tried everything they knew how to do to feel stimulation and no resolve. Caller stated at one point it reset and they had to add the date and time again. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed green flashing light above screen; controller is 30 percent and implant is 60 percent. Caller confirmed stimulation is on. Caller stated they are usually on a and b and the intensity is the same as always however they don't feel it as intense as they should; the intensity is at 16.6 but they hardly feel anything. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.